Event description:
While the surgeon was fixing the anchor into the bone the top portion of the titanium anchor sheared off. The bottom portion of the anchor remains in the patient. There is no additional information available at the time of this report.